Manufacturer narrative:
The pump was received with missing serial number label, broken/missing belt clip plate weld, broken belt clip rails, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 120 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had belt clip was loosed and cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The device will be returned for analysis